Event description:
It was reported that the left ventricular lead was turned off by medical staff due to lead alert triggered by sudden increase in impedance to a high measurement. The patient became symptomatic due to not receiving cardiac resynchronization therapy (crt). The lead was reprogrammed to a ring to coil configuration and impedance fell within normal limits. The lead was turned back on and cardiac resynchronization therapy (crt) was resumed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were two patient alerts for out of tolerance sub-threshold lead impedance on (B)(4) 2012 and (B)(4) 2012. The weekly pace impedance trend data shows high impedance for maximum left ventricular permanent pace impedance equaling 4047 ohms between (B)(4) 2012 and (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.